Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received multiple pump error as well as critical pump error. The customer¿s blood glucose level was unknown. Customer states they are not able to rewind the pump. Advised the pump requires replacement and to discontinue use of the pump. Advised to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with critical pump error and pump error 35 confirmed in history file due to force sensor flex tail not properly plugged in to the electrical board. Unable to verify insulin flow blocked alarm due to critical pump error.